Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer had changed the infusion set on the night prior to being hospitalized, and experienced high blood glucose levels shortly after the infusion set change. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.